Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer's blood glucose value was unknown at the time of the incident. The device will not be return for analysis.